Manufacturer narrative:
H3. Analysis of the pump identified some slight damage to the septum with no leaking seen during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was receiving lioresal (baclofen) (previous concentration was 4,000 mcg/ml current concentratio at previous dose was 691mcg/day current is 100mcg/ml) via an implantable pump for unknown indications for use. It was reported that the patient experienced withdrawal symptoms, and a dye study was done on (B)(6) 2024. However, medtronic was made aware of the issue until 2024-10-22. The patient failed indium study. There were no known environmental/external/patient factors that may have led or contributed to theissue. Action/intervention: ¿surgeon opened pump pocket freed the catheter and was able to observe backflow of csf. Surgeon elected to replace the current pump with a new 40 ml pump. Was able to aspirate catheter after the new pump was placed.¿ outcome the issue was resolved. The hcp has no further information for medtronic. The patient medical history was unknown. The patient was alive and no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer (con) stated that the cause of the withdrawal symptom was unknown. It was noted that there was no issue with the pump, it was replaced due to medical decision. No additional information.